Event description:
It was reported that a preloaded intraocular lens (iol) implanted in the patient's right eye had scuff marks. The patient also suffers from induced blur from higher order aberrations with the eyhance lens. An exchange is planned for a zcu toric model lens. Through follow-up, it was learned that the eyhance lens was explanted and successfully replaced with a different model and lower diopter (zcu150 18.5) johnson & johnson iol. The patient was taken to recovery with no complications. There was no vitrectomy, incision enlargement, or sutures required. The patient's vision post-operatively day (pod) #1 measured 20/20. No other information was provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device evaluation: a photo was received and evaluated. A picture shows the anterior segments of a pseudophakic eye claimed to be implanted with an eyhance toric ii simplicity iol, model diu225u. Customer provided photo shows an anterior segment photo taken with dark field technique, it is observed an intraocular lens with cylinder axis marks present in toric iols, and it can be observed several scuff-like marks distributed in a linear pattern and located in the mid periphery of the lens optical portion between 10:00 and 12:00. The origin, nature, and potential clinical impact of the observed phenomena cannot be determined from a picture evaluation. The complaint issue "cosmetic issues" was identified during sme evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that high order aberrations (hoa) was inadvertently not included as clinical code 4580. Therefore, it is captured in this supplemental report. The following section has been updated accordingly: section h6: health effect - clinical code: 4580. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.